Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects of occlusion, stenosis, edema, thrombosis, hematoma and hemorrhage, and the relationship to the product, if any, cannot be determined. A definitive cause for the failure to fire, failure to advance the knot, suture malposition and suture malposition backwall stitch could not be determined. Based on the information reported through the research article, a conclusive cause for the failure to fire, failure to advance the knot, suture malposition and suture malposition backwall stitch could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B5: describe event or problem: updated. H6: device codes 1994 and 1930 were removed. H11: additional manufacturer narrative: revised.

Event description:
Subsequent to the initially filed report, the following information was received: it was identified that pain and infection were not related, and no patients experienced these complications.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Literature attachment: article title ¿feasibility and efficacy of real-time ultrasound-guided venous closure with suture-mediated vascular closure device¿ d4: the UDI number is not known as the part and lot number were not provided.

Event description:
This study aimed to evaluate the feasibility and efficacy of real-time ultrasound-guided venous closure with suture mediated vcds in patients who underwent catheter ablation. Adverse effects potentially related to the prostyle device included: occlusion, stenosis, edema, deep venous thrombosis, pain, infection, hematoma, bleeding/oozing, ambulation time, hospitalization. The article concluded that real-time ultrasound guidance can reduce device failure, access site¿related complications, and time to ambulation in performing venous closure with a vcd.

Manufacturer narrative:
The devices were not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reported through the research article, a conclusive cause for the failure to fire, failure to advance the knot, suture malposition and suture malposition backwall stitch could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to case circumstances. The patient effects of occlusion, stenosis, edema, thrombosis, pain, infection, hematoma and hemorrhage are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event is estimated. D6a: implant date corrected to na. D6b: explant date corrected to na.